Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his system was constantly alarming to check the electrode belt. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. The cause of the constant alarms was a broken driven ground wire. The driven ground wire from the rear therapy electrode to the distribution node was broken, preventing the device from knowing whether or not the electrode belt was touching the pt's skin. The root cause of the broken drive ground wire cannot be positively identified but was likely due to physical abuse. No adverse event resulted from the broken driven ground wire. The pt received a replacement electrode belt.